Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079115) on 24-aug-2018. The most recent information was received on 20-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy bleeding with clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced menorrhagia (seriousness criterion hospitalization), fatigue ("chronic fatigue"), alopecia ("rapid hair loss"), increased tendency to bruise ("unexplained bruising with no trauma"), depression ("depression"), anxiety ("anxiety"), rash generalised ("rash all over body"), dyspareunia ("painful sex"), arthralgia ("extreme sore and tender joint pain"), feeling abnormal ("brain fog") and amnesia ("memory loss"). At the time of the report, the menorrhagia, fatigue, alopecia, increased tendency to bruise, depression, anxiety, rash generalised, dyspareunia, arthralgia, feeling abnormal and amnesia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, increased tendency to bruise, menorrhagia and rash generalised to be related to essure. The reporter commented: abnormal lab results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (reference number: mw5079115) on 24-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy bleeding with clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 4 years 5 months after insertion of essure, the patient experienced menorrhagia (seriousness criterion hospitalization), fatigue ("chronic fatigue"), alopecia ("rapid hair loss"), increased tendency to bruise ("unexplained bruising with no trauma"), depression ("depression"), anxiety ("anxiety"), rash generalised ("rash all over body"), dyspareunia ("painful sex"), arthralgia ("extreme sore and tender joint pain"), feeling abnormal ("brain fog") and amnesia ("memory loss"). At the time of the report, the menorrhagia, fatigue, alopecia, increased tendency to bruise, depression, anxiety, rash generalised, dyspareunia, arthralgia, feeling abnormal and amnesia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, increased tendency to bruise, menorrhagia and rash generalised to be related to essure. The reporter commented: abnormal lab results. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.